Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that every 10 to 12 hours she had to insert a new battery. The insulin pump alarmed battery out limit. Customer's blood glucose level was not reported. The insulin pump also had a blank display but she declined troubleshooting for it. The device was not returned.